Event description:
This case report from united states was derived from medical literature on 14-may-2014, article entitled "subserosal misplacement of essure device manifested by late-onset acute pelvic pain". It refers to a female pt of unspecified age who had essure (fallopian tube occlusion inserts) inserted for elective sterilization and experienced pain starting immediately after the essure placement. Case report: this case refers to a hysteroscopic and laparoscopic removal of essure devices in a pt who presented with persistent abdonimal pain lasting more than 6 weeks. The pain started immediately after the procedure and no apparent pelvic pathologic condition was diagnosed. The pain was gone after essure device removal. Related case from the same article: (B)(4).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on (B)(4) 2014. Ptc number provided: (B)(4). Follow up (B)(4) 2014: ptc investigation results were provided. Final assessment: since no product was returned to use for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Final risk classification: risk category IV. Medical assessment: the medical event reported is a possible undesirable event with the use of essure and not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this case report was derived from medical literature and refers to a female pt who had fallopian tube occlusion insert (essure) inserted and experienced pain starting immediately after the essure placement, which was considered as related to essure by the reporter. This event was considered serious, due to medical importance and it is listed according to the reference safety information for essure. Abdonimal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, it was reported that the pt had a persistent abdominal pain starting immediately after the essure placement procedure and disappearing after the suspect micro insert removal. Considering this positive temporal relationship and dechallenge, a causal relationship with essure cannot be excluded and due to the required insert removal this case was regarded as an incident. Product technical complaint was received: based on the information available, there is no reason to suspect a quality defect. Further information is not expected. Journal: fertility and sterility. Author: mahmoud, mohamad s. , fridman, dmitry, merhi, zaher o. Title: subserosal misplacement of essure device manifested by late-onset acute pelvic pain volume: 92 (6), 2038 year: 2009 pages: e1-e3.